Event description:
An initial event notification was received by Sequel Med Tech, LLC, on 01-JUL--2026 and forwarded to Millyard Advanced Medical Products, LLC, on the same day.On (b)(6) 2026, the user reported that their glucose values had been in the 200 mg/dL range and they ultimately presented to the Emergency Room (ER) earlier that morning in diabetic ketoacidosis (DKA). The user received treatment in the ER without being admitted and was later sent home on their twiist Pump. After leaving the ER, the user reported that their glucose values began to rise again and remained in the low 200s mg/dL. The user changed their Cleo 90 Infusion Set tubing, Infusion Site, and twiist Cassette several times in attempts to resolve their hyperglycemia, noting that they only used their abdomen for their site locations. Upon disconnecting the Infusion Set tubing, the user confirmed that they immediately saw insulin drops and promptly reconnected to their Infusion Site. The user then administered a bolus through their twiist Pump as well as a manual insulin injection, following which, their glucose values decreased as expected. The user further noted that they had recently initiated therapy with the twiist Automated Insulin Delivery System. The user was encouraged to reach out to their Health Care Provider (HCP) and to place a new Infusion Site in an approved alternative location.The user remains ongoing on their twiist Pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist Automated Insulin Delivery (AID) System and the reported event cannot be determined.System Logs from the time of the event are unavailable, therefore, investigation into the reported event could not be conducted and the functionality of the twiist AID System could not be verified.The user remains ongoing on their twiist Pump.The current version of the twiist AID System User Guide provides information regarding potential causes of hyperglycemia as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times.The Cleo 90 Infusion Set is distributed by Millyard Advanced Medical Products, LLC, for use with the twiist AID System.No components or additional information relevant to the reported event have been made available to Millyard Advanced Medical Products, LLC, for further investigation.